Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v508248, implanted: (B)(6) 2011, product type: lead. (B)(6).

Event description:
It was reported that the patient never had therapeutic effect and thought they had turned stimulation off, but it was not off. The patient saw their manufacturer representative in their health care provider¿s (hcp¿s) office and they tested it. The manufacturer representative told the patient it must not be in the right location because the device was on and the patient couldn¿t feel stimulation. The patient met with the manufacturer representative in (B)(6) 2014 or (B)(6) 2015 and told the patient something was wrong. The patient had also had back pain at the battery site and it felt like it had kind of moved. The patient could feel it more than they used to and it was gradually getting worse. The patient was having a bladder emptying test on (B)(6) 2015 and they were going to take imaging at the same time. The patient didn¿t know the name of the test being conducted. The manufacturer representative was going to be present at the appointment. The patient lost their patient programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.